Event description:
Pt had an IV infusion of lidocaine (2gm in 500cc dsw premixed) running at 30cc/hr through an abbott shaw life care pump model #3, the bag of fluid was found to be infusing at a free flow rate even though the pump was set at 30cc/hr - pt rec'd 250cc of lidocaine infusion rapidly, pt had a seizure. Attempts were made to chemically resuscitate pt along with providing 100% o2 via ambu bag without success. Pt expired.

Event description:
Add'l info rec'd from MFR 1/10/02: the pump was sequestered by the customer and will not be returned for testing and investigation. MFR's discussions with the customer started on march 12, 2001 and extended through august 29, 2001. Their biomedical department did extensive testing of the pump and reported that the pump performed within all stated specifications. Testing included the specific cellular phone in use at the time of the alleged incident and it did not affect the device function. An autopsy was not performed. The pt was reported to be in very poor condition prior to the event.

Event description:
Add'l info rec'd from MFR 12/12/01: abbott has contacted the customer on at least four separate occasions and at this time has no new info to report. Also the customer did not return the pump for further investigation so MFR has no new info on this subject as well. MFR's contacts with the hospital consisted of routine follow-ups through its MDR personnel along with calls from its medical department.